Manufacturer narrative:
.

Event description:
It has been reported that the device would not power on when it was retrieved for a patient use event. The user reported the patient was already deceased.

Manufacturer narrative:
(B)(4).